Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, a cracked display window, cracked battery tube threads, a broken reservoir tube lip, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump returned multiple motor error and no delivery alarms. Customer also reported that the insulin pump's screen was cracked. Blood gllucose level was 175 mg/dl at the time of the call. Customer did not recall any significant events leading up to the physical damage. No further information was provided.